Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, according to data obtained from the valdoltra hospital hip arthroplasty registry (slovenia), a total of two thousand seven hundred twenty three (2723) patients underwent index surgery between 2002 and 2020 with a thr system that included a sl plus stem prosthesis as the implanted femoral component. From this group, a total of one hundred twenty three (123) patients required a revision surgery on an unknown date due to reasons that were not specified within the report. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. Additional details regarding the clinical course of each patient are also unknown. No further information is available.

Manufacturer narrative:
H6, health effect - impact code field was updated. H3, h6: according to data obtained from the valdoltra hospital hip arthroplasty registry (slovenia) [1], a total of two thousand seven hundred twenty three (2723) patients underwent index surgery between 2002 and 2020 with a total hip replacement system that included a sl plus stem prosthesis as the implanted femoral component. From this group, a total of one hundred twenty three (123) patients required a revision surgery on an unknown date due to reasons that were not specified within the report. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of distribution. However, a review of current revision was conducted and the instructions for use lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: leva¿ic v, milo¿ev I. Valdoltra arthroplasty registry [internet]. Orthopaedic hospital valdoltra. [Cited 2021 october 19]. Available from: http://www.ob-valdoltra.si/sl/international internal complaint reference (B)(4).